Event description:
It was reported by the customer that on (B)(6) 2010, the aiming beam fired straight out of the fiber at 16,761 joules. No pt injury was reported. The device was not returned for eval.